Manufacturer narrative:
(B)(4). Concomitant medical products: 00875706002 ¿ shell ¿ 63134517. 650-1058 ¿ biolox ceramic head ¿ 622630. 650-1068 ¿ biolox taper sleeve - 192500. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left hip revision approximately 10 years post implantation. After the surgery, the patient experienced recurring dislocations leading to a second revision surgery approximately 9 months later. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Patient experienced recurrent dislocations leading to a revision. Operative notes indicate multiple posterior dislocations and the head and liner being replaced without complication. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.